Event description:
It was reported that the right ventricular lead had increased impedance and thresholds. Lead dislodgement was confirmed on x-ray. The lead remains in use. No patient complications have been reported as a result of this event.